Event description:
The customer reported that the video system center wasn't working (the light intensity is coming very low. In manual mode brightness isn't increasing) during set up. The issue occurred during therapeutic laparoscopic hernioplasty procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.